Manufacturer narrative:
Device evaluation: device photographs for the device related to the reported event of rupture, silicone migration were reviewed on (B)(6) 2021. Visual analysis of the photographs identified: red tissue, opening. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported rupture on left side. The device has been explanted. Healthcare professional reported " rupture with ln silicone invasion".

Manufacturer narrative:
(B)(4). No further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported rupture on left side against an unknown mammary breast implant device. The device has been explanted.